Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 37746 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient "refused to recharge" her battery and requested a non-rechargeable battery. The patient's implantable neurostimulator (ins) was replaced with a prime advanced. There were no patient symptoms or injuries related to the event.